Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multiple pump error alarm . The blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and pump error 35 due to moisture damage on the electronic assembly and force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and vibrator. No moisture damage on the keypad assembly noted.